Event description:
Event description cpi received information that during a magnet test of this implantable pulse generator (ipg), the magnet rate was 60 ppm while the patient was leaning over, however when the patient was sitting upright the magnet rate was 100 ppm.